Event description:
Patient's right knee became infected. The doctor completed a frozen section, changed implants out, and placed antibiotic beads in the knee. The first revision is of a non-stryker product. The first rev. Was completed on (B)(6) 2014. The patient had fallen and had a peri prosthetic fracture. Doctor revised knee with a gmrs knee.

Manufacturer narrative:
Corrected data: manufacturing date. An event regarding infection involving a mrhk bumper insert - neutral was reported. The event was not confirmed. Device evaluation not be performed as no items associated with the event were returned or made available for evaluation. A device history review indicated that the specified lot was accepted into final stock with no reported discrepancies. A complaint history review indicated that there have not been any other events for the specified lot or sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. No further investigation for this event is possible at this time.

Event description:
Patient's right knee became infected. The doctor completed a frozen section, changed implants out, and placed antibiotic beads in the knee. The first revision is of a non-stryker product. The first rev. Was completed on (B)(6) 2014. The patient had fallen and had a peri prosthetic fracture. Doctor revised knee with a gmrs knee.

Manufacturer narrative:
Additional devices listed in this report: cat 64956030, gmrsextension piece 30mm, lot code ehjsm. Cat 64952020, gmrs dist fem comp sml r 65mm, lot code edxpm. Cat 64952115, gmrs small axle, lot code ctd2345. Cat 64813213, mrhk tib ins13mm xs/s s1/s2, lot code ldq924. Cat 64812100, mrh tib rot comp xs-xl, lot code 053724. Cat 64812140, mrhk tibial sleeve, lot code ldl247. Cat 64952105, gmrs small femoral bushing, lot code ldq507. Cat 62100710, hris flexible osteo 12x120mm, lot code x9e19k. Cat 5560-s-112, tri cemented stem 12mmx50mm, lot code m8n8i. Cat 64813111, mrh tibial b/plt keel sml 2, lot code ehbdh. Cat 64853113, mrs fem stem w/o body 13x127mm, lot code 127567c. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.